Event description:
It was reported that the user experienced insulin leakage with a contact detach steel infusion set due to the tubing not being twisted tightly onto the luer connector, and the user was guided through a full supply change that proceeded normally. No reported clinical effects. Outcomes included no reported impact on daily activities and no alerts or alarms. Investigation included troubleshooting and patient education conducted by phone. Investigation of this case revealed user handling and connection technique were the sources of the issue, with the infusion set connector not fully secured to the luer interface. It was concluded, based on established findings for similar reports, that the cause was user error during setup.